Manufacturer narrative:
The investigation determined that non-reproducible vitros phyt results were obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument issue or phyt reagent issue contributed to the event.

Event description:
The customer obtained multiple non-reproducible vitros phenytoin (phyt) from a single patient sample results (patient results = 103.4, >158.4 vs. An expected result = 132 g /ml) on a vitros 5600 integrated system. The affected patient results were not reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).